Event description:
It was reported that patient underwent a right knee arthroplasty procedure on an unknown date. A stabilized tibial bearing has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is due to severe posterior capsular laxity.

Event description:
It was reported that patient underwent a right knee arthroplasty procedure on an unknown date. A stabilized tibial bearing has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is due to severe posterior capsular laxity due to ruptured posterior capsule caused by a patient fall.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number ¿ unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.